Event description:
It was reported that the procedure was to treat a coronary graft with heavy calcification. The 2.5 x 12 mm nc trek balloon was advanced, but could not cross the lesion. The device was removed, and re-inserted, but still could not cross. During a third attempt, the nc trek was loaded onto the guide wire; however, the shaft separated proximal to the balloon and the device could not be used. The nc trek was not advanced into the anatomy for the third time. A new 2.5 x 12 mm nc trek was advanced, but could not cross the lesion. A 1.5 x 12 mm rx trek balloon was then used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.evaluation summary:the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.